Manufacturer narrative:
One smiths medical cadd®-solis vip ambulatory infusion pump was returned for analysis. The pump was visually inspected and was tested for any signs of function and pressure failure. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. Based on these investigation results, no fault was found.

Event description:
Information was received indicating that a smiths medical cadd®-solis vip ambulatory infusion pump continuously reset itself without being prompted; not accurately depicting what was being infused. There were no reported adverse effects.

Manufacturer narrative:
Additional information: age at time of event, date of birth, sex, weight.

Manufacturer narrative:
One smiths medical cadd®-solis vip ambulatory infusion pump was returned for analysis. The pump was visually inspected and was tested for any signs of function and pressure failure. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. Based on these investigation results, no fault was found.

Event description:
Information was received indicating that a smiths medical cadd®-solis vip ambulatory infusion pump continuously reset itself without being prompted; not accurately depicting what was being infused. There were no reported adverse effects.